Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Pfs and medical records received. After review of medical records, it was indicated that the broaching done in the femoral bone during the initial hip replacement surgery resulted to fracture. Op notes reported of small incomplete fracture of the proximal femur, after the size 9 broach was placed. Doe: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.